Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that following a procedure, the physician attempted to use an 8fr angio-seal device to close the femoral artery. The footplate deployed to lock in the vessel. The angio-seal was removed without incident or blood loss. The patient was stable and the procedure was a success.

Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; explanted date: device was not explanted.

Event description:
Additional information was received on june 5, 2018. It was a peripheral intervention. The footplate never deployed. The footplate never locked in, and the entire device was removed. They had no other issues during the case. Hemostasis was achieved by manual pressure. All of the information in the report is all the information provided by the account.

Event description:
Additional information was received on (B)(6) 2018: the procedure being performed was a peripheral angio. A 6fr procedural sheath was used prior to the use of the angio-seal. A pre-deployment angiogram was performed and there was no issue with arterial access or insertion of the angio-seal device. Estimated blood loss was less than 250cc and there was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. One 8f angio-seal hemostasis sheath was returned mated with the arteriotomy locator for evaluation. There was a split observed at the tip of the hemostasis sheath. The event has been deemed manufacturing related. Longitudinal lines observed on the outer diameter surface were noticed on the returned sample. These lines were presumed to be drawings marks produced during the extrusion manufacturing process, that could locally weaken the sheath longitudinally and result in a split on the sheath when excess force is applied during mating of the locator or high off axis forces are applied in situ.